Event description:
The customer reported during an abdominal hysterectomy procedure, the surgeon had used the cautery on soft tissue. He removed the cautery and noticed a little flame on the cautery tip. The surgeon attempted to blow it out, but could not since he was wearing a mask. The scrub tech took the cautery hand piece from the surgeon, and used his gloved fingers to smother the flame. No one was harmed.

Manufacturer narrative:
(B)(4). The incident sample has been requested, but to date, has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.